Event description:
Note: date of event is unknown. A dual lumen catheter was being prepared for a procedure. According to the complainant, while unpacking, it was noted that the sterile packaging was open/cut, the seal was compromised. Although an attempt was made to obtain further follow up, there is no further information regarding this event.

Manufacturer narrative:
The product has not been returned, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If ther is any further relevant information, a supplemental medwatch will be filed.